Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level ranged from 72-180 mg/dl. Subsequently, customer alleged that the pump touchscreen was unresponsive and went dark. Customer alleged that during this time, the pump did not deliver insulin as intended. Reportedly, insulin delivery stopped without a cause. At the time of the report with tandem technical support the alleged issue had resolved, therefore, troubleshooting could not be performed to determine a root cause. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.